Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon experienced green urine. Endoscopy confirmed balloon leak in the stomach lining. Device was removed.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 01/17/2019. Device evaluation summary: a visual examination was performed on the returned balloon. The balloon was observed to be discolored, as the shell and portions of the center patch were blue in appearance. White, yellow, and blue particulate matter was noted on the outer surface of the center patch and balloon shell. Five separate openings were observed on the radius of the balloon shell. As the fill tube was not received with the balloon, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from several openings on the balloon shell. Under microscopic analysis, eight openings were observed on the balloon shell. All eight openings on the shell were noted to have striated edges, consistent with damage from a surgical tool. One opening was located on the anterior portion of the balloon shell, and seven openings were located on the radius of the shell. The inner surface of the slit valve was observed to be discolored, as it was blue in appearance. Blue particulates were noted on the inner surface of the slit valve. Material degradation was observed to be covering approximately 10% of the balloon shell, and approximately 80% of the center patch.